Manufacturer narrative:
The thermogard console was returned to zoll on 08/04/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The biomed reported that the thermogard console (sn (B)(4)) was used for the patient's ivtm treatment and after reaching target temperature (normothermia at 36 degrees centigrade) during warming phase, the console was placed on stand-by mode to monitor the patient's temperature. According to the hospital nurse, the console was restarted and entered into self check mode and subsequently shut down. The reporter stated that they ensured that the the power cord was fully connected to the power source prior to restarting the console; however, they were unable to resolve the issue by restarting. The reporter also stated that normothermia was achieved and ivtm treatment was completed, thus, they changed patient temperature monitoring to the bedside monitor. Additional information from the zoll clinical specialist reported that the patient expired the following day. The customer stated that the patient's outcome was not device related, the cause of death was not specified. No further information was provided.

Manufacturer narrative:
The (B)(6) y/o male experienced ventricular fibrillation cardiac arrest, achieved rosc, and was admitted to the hospital. Thermogard console was used for the patient's ivtm treatment to warm the patient. Target temperature of normothermia 36 degrees centigrade was set up at the device. Customer also reported that the patient had been rewarmed, normothermia was achieved, and ivtm treatment was completed. Device deficiency occurred after reaching target temperature and during warming phase, and the console eventually shut down. The patient expired the following day. No further information was provided. In agreement with the customer, the patient's outcome of death in this post cardiac arrest patient was not related to a ivtm device but related to a patient's clinical condition.

Manufacturer narrative:
The reported event was not reproduced during evaluation of the thermogard console (sn (B)(4)); however, review of the event log revealed the occurrence of multiple mid14 (bg power supply) and mid16 (software) error messages on the customer reported event date of (B)(6) 2017, confirming the reported event. The console was received with physical damages that were unrelated to the reported event. Evaluation of the console found no issue during initial power up, the software was reloaded as a preventive measure for the mid16 error message to recur. The console was further tested and subjected to burn-in test, and functioned as intended without any issue observed. Following this, an open case inspection was performed and found a burnt wire at the connector to the microcontroller. The observed issue was caused by an overloaded current due to a leak in the electric controller. The console's power supply was removed and inspection found an internal loose connection in the wire harness assembly. The burnt wire was replaced and the internal power supply connection was securely connected. The power supply was reinstalled. The console was further tested and functioned as intended without issue. Although the mid14 error message was not reproduced during testing, it was indicated that the burnt wire and the loose connection inside the power supply likely caused the intermittent mid 14 error messages. The thermogard console is a reusable device and was manufactured on aug 2008. It has exceeded its expected service life of five years. Upon customer approval, the damaged components will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).